Event description:
This rv lead was implanted on (B)(6) 2007. An email recieved on 3/30/17 noted that pace/sense portion of this lead was capped on (B)(6) 2017 due to noise. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).